Event description:
Removal of endosseous dental implant. Implant was placed in class iii bone (3.5 months post-extraction) during a complex procedure in which conscious sedation was used. The clinician reports that the sedation hampered taking good sequential x-rays of the guide pin angle during surgery. The implant was removed 4 days post-op following episodes of nausea, swelling and pain. At that time, it was discovered that the surgical site had lost its healing by 1st intention due to severe vomiting by the pt (the margins of the wound/gingival flaps lost approximation). The cliniciam was concerned about teh buccal aspect of the tps surface staying fully covered to allow for complete osseointegration. He therefore removed the implant.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.